Event description:
Customer's parent called to report an occlusion alarm. They noticed the cannula had blood in it. Prior to getting the occlusion alarm, the customer's blood glucose levels had ranged between 437 mg/dl - high. Reviewed proper pod placement technique with parent and they started a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.